Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a replacement surgery due to his inflatable penile prosthesis (ipp) lost fluid. The ipp was troubleshooted through manipulation of the device but the physician ended up removing and replacing the ipp. Upon removal, a hole was identified in one of the cylinders. The patient fully recovered.